Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was treated with amikacin injection (120mg, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient has recovered 10 days after the event onset. The cause, hospitalization and action taken with pd therapy were not reported. No additional information is available.